Event description:
Information was received that reported a patient was hospitalized in 2006 due to diabetic ketoacidosis. At the time of the admission, the patients blood glucose was 600mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.